Manufacturer narrative:
Method: it was reported that the device is not available for an evaluation and investigation, therefore no testing methods can be performed. The device history record (DHR) is currently in progress for the lot number provided. Results: as no device was available for an evaluation no methods were performed; therefore results cannot be obtained. Conclusions: the device was discarded by the end user, therefore we are unable to determine cause of incident. Further investigations are on-going with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report per the directions for use homepump c-series ((B)(4)).

Event description:
Drug/diluent: 40.4 mg/ml 5fu in nacl. Fill volume: 99ml. Flow rate: 2 ml/hr. Procedure: chemotherapy. Cathplace: IV port. {please reference 2026095-2014-00041/14-00243 (a), 2026095-2014-00042/14-00242 (b), and 2026095-2014-00043/14-00243 (c)}. Pharmacist reported four incidents of fast infusion with the use of the homepump for three individual patient's. (Each incident for each patient will be capture on separate MDR's). Patient #2: a second incident was reported for patient #2. It was reported that the pump was disconnected on (B)(6) 2014, but it was empty at 11:30 pm on (B)(6) 2014. The patient reported this incident on (B)(6)2014. The pump should have lasted until 11:30 am on (B)(6) 2014. Pump was compounded (B)(6) 2014. Pump was filled to 99ml with 5fu. Lot 0201014392. 2026095-2014-00044/14-00244. As reported no patient injury or medical intervention required. No adverse signs or symptoms. Patient's current condition is reported as, "fine". The device was not saved for return. Devices were discarded. Infusion started at (B)(6) 2014 at 16:02. Infusion stopped - unknown. Date/time incident was noticed: (B)(6) 2014 at 05:00 when the patient woke up, the pump was empty.